Event description:
It was reported that the physician suspected patient had developed an infection 9 months post operatively as he was complaining of itching and scrotal pain. Provider tried to treat with oral antibiotics but did felt that he must do a wash out betadine/saline + vanc/gent/saline to ensure patient was not infected. The site did not look inflamed or infected during the replacement surgery but both the device and patient specimen were sent to the hospital for pathology. The patient was implanted with a new ps cx 18cm (1.5left) (1.0 right) + 65ml reservoir. The patient is expected to heal fine and fully recover.